Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a variable-angle hip screw procedure for pediatric deformity correction of the hip, the tip of the screwdriver fractured off into the head of the screw during tightening. The patient retained the fractured piece, as it was not removed. No further patient consequences have been reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual analysis of the returned device confirms it is fractured at the tip. Material analysis was performed and notes that the fracture artifacts are consistent with a rotational bending overload fracture. Sem analysis was also performed and the analysis report concludes that the fracture was due to torsional overload. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.